Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter package is not properly sealed. This was discovered before use. The following information was provided by the initial reporter: material no: 382533, batch no: 00690833. It was reported that some catheter have a red tape band and some are not sealed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 87 unused unopened units. Upon inspection of the received units three of the eighty-seven units were found to have red splice tape across the top web. All units were found to be unopened and have proper seal integrity. The reported issue was confirmed. During the manufacturing of this product, splice tape is adhered to the top web by the operator when testing the splice detect sensor of the packages. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter package is not properly sealed. This was discovered before use. The following information was provided by the initial reporter: material no: (B)(6) batch no: 00690833 it was reported that some catheter have a red tape band and some are not sealed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter package is not properly sealed. This was discovered before use. The following information was provided by the initial reporter: material no: 382533 batch no: 00690833. It was reported that some catheter have a red tape band and some are not sealed.